Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Other - at this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion, ext high ppeak and not ventilating. There was no patient involvement.